Event description:
During a review of the system controller history, it was noted that apump stoppage occurred on (B)(6) 2012 followed by a system controllercell alarm but no alarms were displayed during this time. This device wasreturned to the manufactorer.